Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia characterized by cgm values rising from approximately 132 mg/dl upon waking to a high of 202 mg/dl over about four hours while using the ilet system with an inset infusion set on the abdomen and a freestyle libre 3+ cgm; the event cause was unclear and device-related details provided by the user were insufficient to determine a device problem or component involvement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.